Event description:
Reporting status: serious injury/permanent impairment. Reporting rationale: coronary artery aneurysm and thrombosis. Device issue: none. Review of japan journal article titled, "the incident of coronary aneurysms formed by directional coronary atherectomy, late thrombosis and very late thrombosis" revealed the following case. It was reported that there was a coronary artery aneurysm noted at 84 days after the directional coronary atherectomy (dca) and bare metal stenting (bms) procedure, and that at 1206 days very late thrombosis was observed. There was no report of any treatment being performed to treat the aneurysm or the thrombosis. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - coronary artery aneurysm is addressed in the instruction for use (IFU) in terms of pseudoaneurysm and coronary vessel rupture or injury. Thrombosis is addressed in the IFU in terms of thrombotic emboli. These known patient effects are not necessarily an indication of a product quality issue. Information included in the research article indicates that dca may also develop coronary aneurysm resulting in thrombogeneses if deep wall excision reaching subintimal tissues is performed." A root cause for the reported patient effects and its relationship to the device, if any, cannot be determined, however it appears to be related to the circumstances during the procedure.